Event description:
It was reported that a pump displayed system error 322. It was determined that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation experienced the reported symptom "system error 322." Physical evaluation found that the upper auxiliary was the failing component. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded stated and the lower link switch does not activate. The upper auxiliary assembly was replaced.